Event description:
It was reported that a malfunction code appeared on a tandem pump screen. There was no adverse impact to the customer¿s blood glucose level. The patient¿s mother performed a hard reset of the pump twice, but she declined further troubleshooting or follow-up with support.